Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Literature attachment: ¿physiological and clinical consequences of right ventricular volume overload reduction after transcatheter treatment for tricuspid regurgitation ¿ the additional adverse patient effect of death is being filed under a separate medwatch report.

Event description:
This is being filed to report recurrent tricuspid regurgitation, heart failure, endocarditis, atrial fibrillation, and stroke which required prolonged hospitalization and treatment with medication. It was reported through a research article identifying mitraclip devices used for off label use that may be related to the following: death, recurrent tricuspid regurgitation, heart failure, endocarditis, dyspnea, atrial fibrillation, and stroke which required prolonged hospitalization and treatment with medication. Specific patient information is documented as unknown. Details are listed in the attached article, titled "physiological and clinical consequences of right ventricular volume overload reduction after transcatheter treatment for tricuspid regurgitation". No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effects of heart failure, endocarditis, dyspnea, atrial fibrillation, cerebrovascular accident, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of atrial fibrillation, tricuspid regurgitation, heart failure, cerebrovascular accident cannot be determined. Dyspnea is a secondary effect. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.